Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ pain: unable to observe as it is not related to the device. ¿ calcification: unable to observe as it is not related to the device. ¿ visibility/ palpability: unable to observe as it is not related to the device. Additional observations: ¿ observed 1 opening assessed as surgical damage. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional initially reported "intracapsular rupture" and late reported "capsular contracture, baker grade IV, hardening, breast pain and calcification". This record is for the left side. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade IV.

Event description:
Healthcare professional initially reported "intracapsular rupture" and late reported "capsular contracture, baker grade IV, hardening, breast pain and calcification". This record is for the left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional initially reported "intracapsular rupture" and late reported "capsular contracture, baker grade IV, hardening, breast pain and calcification". This record is for the left side. The device has been explanted.